Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) at 11:04am her blood glucose was reading 222 mg/dl, she ate a total of 20 grams of carbohydrates and administered a meal bolus of 2.0 units of insulin. At 12:56 pm her bg measured 297 mg/dl at which she gave a bolus of 1.65 units of insulin. At 1:43 pm her bg was reading 293 mg/dl so she decided to deactivate the pod. Upon inspection she noticed the cannula was not inserted correctly into the infusion site and there was no insertion mark on the left side of her waist. The cannula also looked like it was sticking out of the pod "shorter" than it normally does.